Manufacturer narrative:
The customer stated that all qcs were in range at the time the specimen was run. The specimen was unable to be repeated as it was discarded. The customer stated that they were not sure if the specimen was short sampled or if it was clotted. The customer stated that the actual running of the specimen might not have been properly done. The specimen may have been pulled away before the sample was properly aspirated. The customer requested info on what procedures to perform if this issue reoccurs. The cta informed the customer to rerun specimens with suspect results and to follow proper mixing and handling procedures as stated in the operators manual. The cta called the customer back and they stated that the issue had not reoccurred. In addition, the complaint analysis and trending system was reviewed and no trends were noted. This is the final report.

Event description:
The customer stated that the cell-dyn 1800 generated a hemoglobin (hgb) result of 7.8 g/dl which was reported. The pt was sent to the emergency room which obtained a new sample. The hgb performed in the emergency room was 14.9 g/dl. The customer had discarded the original sample. The customer stated that they were not sure if the specimen was short sampled or clotted. Upon further contact with the customer, they stated that they were not sure if the specimen was properly run. It may have been pulled away before being properly aspirated. There was no impact to pt management.